Manufacturer narrative:
One cadd cassette reservoir was received for the evaluation of a reported leaking due to a hole. A visual inspection was performed at a distance of 12' to 16' under normal conditions of illumination to verify that parts were free of cuts or damages that could cause leakage. No discrepancies were found. A functional testing was performed where a syringe was used to infuse water into the cassette bag. A leakage was detected in the ay bag. Root cause was determined to be a manufacturing issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was a hole in the plastic inner bag of the cadd cassette reservoirs. This was causing leakage. No patient injury or complications were reported in relation to this event.